Event description:
Healthcare professional reported right side rupture, deformity and pain. Also reported a capsular contracture, baker grade iii-IV for an unknown side. In addition the device was exchanged from textured to smooth due to the patient concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, and device to be underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specifications. Stress mark. And also identified a striated edge opening. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. A striated edge opening anterior of the inner shell assessed as surgical damage.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture, deformity and pain. Also reported a capsular contracture, baker grade iii-IV for an unknown side. In addition the device was exchanged from textured to smooth due to the patient concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6.

Event description:
Healthcare professional reported right side rupture, deformity and pain. Also reported a capsular contracture, baker grade iii-IV for an unknown side. In addition the device was exchanged from textured to smooth due to the patient concern with the product. Device has been explanted.